Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.

Event description:
On 08/29/2025, a distributor reported via email that the suture of an ar-1588rt-2j tightrope ii rt was found to be ripped. The case was completed, and no further details were provided. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/05/2025: during tensioning, the suture broke and was retrieved from the surgical site. The procedure was completed using a replacement ar-1588btb btb tightrope implant. The case experienced a 20-minute delay, but no additional anesthesia was required. The patient's bone quality was assessed as good. No information was provided regarding bone preparation for implant insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.